Manufacturer narrative:
Additional information was received with the explant date updated d6b and that the customer discarded the device.

Event description:
The complainant reported a patient implanted with an impella cp experienced a pump alarm for low purge pressure and a leak in the purge system. It was reported on the 10th day of support that the leak and alarm occurred. It was noted that the patient was stable. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. At the time of writing this report, the patient continues to be supported by the impella cp.

Manufacturer narrative:
A2, a4, a5, a6 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the fluid leak - sidearm could not be determined as clinical details noted leak from purge filter, however, location of leak could not be confirmed as no product was returned. The cause of the purge pressure low alarms could not be determined as data logs showed alarms were still triggered despite a bag change, and no product was returned for evaluation.